Manufacturer narrative:
The user reported discrepancies between the bgm and cgm readings. Customer care reviewed general education points with the patient, including the expected lag between sg and bg values and the importance of focusing on overall trends. The case was escalated, and the review revealed system instability beginning on (B)(6), 2025, which may have contributed to the discrepancies. The user was advised to contact customer care if the issue persists after resuming system use. User plans to restart using the system once the sensor is replaced at the end of (B)(6) 2025. B4. Date of this report 08 oct 2025. G3. Date received by the manufacturer? 08 oct 2025. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
On 10 july 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples. Date time sg value bg value: a. On (B)(6); 09:48am utc+2; 46 mg/dl; 326 mg/dl. B. On (B)(6); 12:30pm utc+2; 44 mg/dl; 236 mg/dl. The issue was escalated to next level support where it was observed that the system experienced some instability. Additional monitoring of the system will be performed.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.